Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system did not boot up. Upon troubleshooting, it was identified that the cause of the issue was due to the internal switch of cisco router couldn¿t power on. The philips engineer replaced the defective cisco router. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.